Event description:
The reporter stated that IV fluid hyperalimentation was noted to be infusing incorrectly. The total volume infused on the pump was correct, but the amount in the buretrol did not match. It was further stated that the pt's glucose remained 130-140. There was no pt injury or treatment associated with this event.

Manufacturer narrative:
Medex recognizes that this report of additional info is not being submitted within the required timeframe as outlined in the regulation. This info was overlooked for filing in error. Medex continues to be committed to regulatory compliance and will take steps to ensure that this does not recur. The unit was flow tested and was found to deliver within specifications. The cassette top plate was removed to examine the valve seats and the diaphragm. The cross support indentations on the bottle and pt side valve faces were visible and centered. The valve seats were well formed and showed no evidence of defects. Quality engineering and mfg are continuing to investigate into this issue. The lot history was reviewed and was found to be acceptable. Medex was unable to confirm this issue or determine a cause. Medex is continuing to work with the customer to investigate this issue. No additional action is necessary at this time. Medex considers this MDR closed with this report.